Event description:
A follow-up with the risk mgr revealed there was no pt injury associated with this report. The medications invovlved were demerol and phenergan, and the prescription rate was not available. No add'l info was available.